Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump also alarms low battery with new batteries. Troubleshooting explained alarm and advised customer to clean the battery contacts and then replace the battery into the pump. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. Customer declined further troubleshooting.